Event description:
Baxter germany reported leakage at the "integrated twistable catch" of the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.